Event description:
¿Tonight, we were doing mtp on a patient. The belmont was running smoothly until we made it to the 3rd bag of blood product and rn#2 noticed that it was leaking from inside the machine. Rn#1 stopped it and took it out but could not find where it was coming from at the time. Rn#1 cleaned it off and started it again and it started leaking worse. Not sure if this has happened to anyone else but the tubing came straight out of the packaging and went right into the machine. Rn#1 did not have any issues when putting it in there and nothing hit it either." Belmont ri-2 involved. Machine out of service, work order placed for clinical engineering to review machine. Belmont rep made aware and opened investigation. Belmont tubing sequestered and being held for shipping to belmont.